Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed that a 1111 "o2 device failed" error occurred and found that the cause was due to a faulty gas delivery system (gds). The asp therefore replaced the gds, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that an oxygen (o2) unavailable alarm error occurred during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as an oxygen (o2) unavailable alarm error occurred during setup. A repair quote for the replacement gas delivery system (gds) was sent to the customer for approval, and the customer accepted. The investigation is ongoing.